Event description:
Boston scientific received information that this patient was found at home unresponsive. Upon device interrogation it was noted there were several thousand atrial tachy response (atr) events stored in the device, as well as pacing impedances that varied from below 200 to over 800 ohms, increased thresholds and then later decreased to flat lined threshold measurements. Additionally there was noise, loss of capture (loc) all in the right atrial (ra) lead. The right ventricular (rv) lead also exhibited oversensing of the atrial signal, pacing inhibition, and increased thresholds. The left ventricular (lv) lead also had increased thresholds and was electrically turned off. It is believed that the ra and lv leads had dislodged a year prior to this appointment. The atrial lead as well as the ventricle lead might be sensing the atrial signal and not pacing as a result. The device was electrically deactivated at this time. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.